Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system secondary medication set got disconnected from the administration port of the blood bag. This occurred during stem cell infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that there was 50 ml of solution remaining and that the spike of the secondary set was fully inserted into the middle bag port. Functional testing was performed and the set primed and flowed normally with no leaks noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.